Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the generator to correct the problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and during visual inspection scratches on top and side cover were found. U-02 error was found during start-up. The unit was placed onto a known good system and was run in normal mode. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of error u-02 is attributed to a communication failure with the syscheckmaster.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer was encountering and error u-02 on the generator. The staff tried to power cycle the generator, and the error c-00 presented. The staff have connected a force triad and are going to proceed using the force triad. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the machine was seen to not be working prior to being used for a case. Per the staff working in that room that day the error came up when powering on the machine for the day.